Event description:
A pt reports undergoing cataract surgery with bilateral implantation of the crystalens. Postoperatively, the pt complained of needing reading glasses for near vision and complained of poor vision with night driving because of glare and halos. Add'l information was provided by the implanting physician. The physician reports performing yag capsulotomies one week (os) in 2007. The physician indicated that the pt never returned for her post operative visits. In addition, the pt had communicated to her physician that she was extremely pleased with her results. Reference MDR# 2031924-2008-00008.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: the physician attributed the event to dysphotopsia.